Event description:
During a ptca treatment procedure involving the obtuse marginal (om) and circumflex (cx), one of the maverick 2 balloons would not deflate. The two maverick balloons were inflated at the same time using the "kissing balloon" technique. However, the balloon in the om would not deflate. The cx balloon deflated without incident. The physician dialed back on the inflation device several times and the balloon would not deflate. The physician then disconnected the inflation device from the catheter and still could not deflate the balloon. Attempts were then made to over inflate the balloon so it will burst. However, when the proximal end of the balloon expanded past the marker band, the balloon started to deflate while the physician went negative on the inflation device. The procedure was successfully completed by stenting the om and cx bifurcation lesion and stenting more proximally at the om. No pt injuries or complications were reported.